Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information available at this time, no definitive conclusions can be made. The information provided indicated the "memory ring" from the kugel patch was fractured and excised. The excised portion was not returned for evaluation. The medical records indicate that the pt was treated for seroma and hematoma both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain and defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2004 - repair of incisional hernia with a kugel patch. A non-bard adhesion barrier was placed prior to the placement of the kugel patch. Five days post operative while straining at stool she broke four of the lower skin sutures in her abdominal wound and evacuated a seroma. There was no evidence of infection, two days later she was tolerating a regular diet, the wound drainage was controlled, and she was discharged. On (B)(6) 2006 - office visit, md attempted a sonogram guided drainage of abdominal wall hematoma. Reportedly, this could not be completed, md will surgically open and drain. On (B)(6) 2006 - incision and drainage of chronic abdominal wall seroma and old hematoma. During this procedure, a portion of the "memory ring" from the kugel patch was found to be fractured, this was removed. On (B)(6) 2006 - office visit, sonogram in office failed to reveal a discrete collection. Will admit for formal debridement. On (B)(6) 2006 - radical debridement of abdominal wall. During this procedure, a part of the "old ring" from the kugel patch, which has previously fractured was excised along with a separate piece of "plastic mesh." On (B)(6) 2006 - office visit, persistent sinus tract drainage without improvement; needs operative debridement. On (B)(6) 2006 - resection of abdominal wall with removal of remaining infected kugel patch and sinus tracts.